Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter had a meter memory issue - missing results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient alleged that the meter issue began on an unknown date prior to contacting lfs. The patient takes insulin (self- adjuster) to manage his diabetes and denied making any changes to his usual diabetes management routine as a result of the alleged product issue. The reporter for the patient stated that on an unspecified date and time the patient had developed symptoms of shaky" the reporter for the patient stated that the patient self-treated with food and /or drink. During troubleshooting, it was established that it was not the first time the patient had used the meter and there was no misuse of the meter. The issue remained unresolved after trouble shooting. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.